Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on an unknown date. According to the complainant, during the procedure, the clip would not deploy. The procedure was comleted with another resolution clip device. No patient complications have been reported as a result of this event. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Block e2: health professional was approximated to yes as the initial reporter name and occupation are unknown but the event was reported to have occurred at a health care facility. Block b3: date of event was approximated to 06/01/2019 as the event date was unknown. Block h6: problem code 2906 captures the reportable event of clip would not deploy block h10: investigation results visual examination of the returned complaint device revealed the clip assembly and the yoke were not returned, indicating the device was fully deployed. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Manufacturer narrative:
Health professional was approximated to yes as the initial reporter name and occupation are unknown but the event was reported to have occurred at a health care facility. Date of event was approximated to (B)(6) 2018 as the event date was unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on an unknown date. According to the complainant, during the procedure, the clip would not deploy. The procedure was completed with another resolution clip device. No patient complications have been reported as a result of this event. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.